Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. It was reported that the patient underwent a mesh removal surgery on (B)(6) 2015 at (B)(6) hospital by dr (B)(6). It was reported that the middle portion of the mesh had become thinned and a recurrent hernia was bulging through the mesh. The patient reportedly continues to experience pain, nausea, diarrhea, inflammation, chills, loss of appetite, stress and anxiety.

Manufacturer narrative:
Additional information. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.